Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient had an initial total knee arthroplasty. Subsequently, the patient is experiencing "feeling" the knee.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.